Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about an undetermined number of patients. It was reported that fluid gets under the plug causing connection/circuit to be made and result in stimulation. The caller stated that this happens a lot, especially with rookie surgeons. No further complications were reported or anticipated.